Manufacturer narrative:
(B)(4). Batch # u5d12x. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and without sterile packaging. Further analysis showed that packaging contained a psee60a device and inside in it a psee45a device. As part of our quality process, the manufacturing records of this batch and lot was reviewed, and the manufacturing standards were met prior to the release of this batch and lot. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the operating room nurse was supposed to hand over the 60 mm stapler, but when they opened the package, there was a 45 mm stapler (in the 60 mm box) both the outer package and the protecting paper inside the box stated "60 mm" however a 45 mm instrument was found inside. A new instrument was taken up and the operation could continue without any complications for the patient.